Event description:
Morecellex device functioning correctly at beginning of case. Large fibroid uterus was the tissue that we were morcellating. Device stopped spinning with tissue in barrel and with out tissue in barrel. Multiple attempts made to return functionality to device. We replaced disposable device with new morecellex and that device functioned correctly and the case was finished.